Manufacturer narrative:
According to the customer, the unit was received in (B)(6) and was used one time. Now the unit is giving an error message and goes up very high in the 200s, drops down and reads "error." Customer reports no injury occurred related to this malfunction. The customer is doing "fine." No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the unit was received in january and was used one time. Now the unit is giving an error message and goes up very high in the 200s, drops down and reads "error."